Event description:
Resident was being transferred with mechanical arjo marissa lift. The resident started to slip out of sling. The staff member attempted to lower her to the floor. The sling tipped backwards and resident's head struck the floor causing a laceration that required ER visit and staples.